Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the technician said that the sureform 60 stapler part of the plastic part fell into the patient. A fragment fell into a patient but was retrieved during the same procedure. An x-ray was performed. The procedure was completed.

Manufacturer narrative:
The stapler sureform 60 instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
The following additional information was obtained: the surgeon stated that he did not have an independent recollection of this event from 4-mar-2026. No patient harm occurred. No additional intervention was needed. The procedure was completed as scheduled.

Event description:
Refer to h11 for follow-up information.